Event description:
It was observed during the evaluation that the endoeye flex deflectable videoscope found that the adhesive on the distal sheath (a-rubber) has a chip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the distal sheath (a-rubber) has a chip. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.